Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 550 mg/dl, 568 mg/dl, 563 mg/dl at time of incident and current blood glucose was 554 mg/dl. Customer treated with manual injection and insulin pump for high blood glucose. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. Customer reports insulin did not exit at the quick release. Customer was using a cannula based infusion set. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all entries based on their recollection. The insulin pump will not be returned for analysis.